Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. MFR ref number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where the sheath valve was found to be leaking air. After this issue was discovered, the sheath was taken out of use. No patient consequences were reported. When there is air in the tubing/side port, it could migrate into the patient, increasing the risk of air embolism. As a result, this event is MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where the sheath valve was found to be leaking air. The returned device was visually inspected, and the blue collar was found out of position. Per the reported event, a leak test was performed on the device using a sample syringe. No leakage was observed at the stopcock or gasket areas. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The DHR review was extended to the cap subassembly, and no anomalies were found. Additionally, the calibration record for the leak test machine was reviewed, and no anomalies were found that may have contributed to the reported issue. The root cause of the collar being out of position cannot be conclusively determined. However, no leakage was observed during testing of the device. The customer complaint cannot be confirmed.